Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was rushed to the hospital approximately six weeks ago reporting their heart stopped beating. The patient reported during that time, their device never delivered shock therapy and was subsequently hospitalized. No additional information was available regarding the time the patient was hospitalized. The patient is not remotely monitored, therefore, device interrogation was needed for further evaluation. Upon further evaluation, it was found that the programmed tachycardia settings may not be optimal for the patient. Ultimately, the patient was seen in clinic for further follow up. Routine device evaluation was performed and no out of range measurements were reported. Device optimization and reprogramming were performed. Currently, this ICD system remains in-service. No additional adverse patient effects were reported.